Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#: (B)(6)), unk-sigadapt, unknown signia egia adapter (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter the device used in a robotic right upper lobe-bedside stapling. First firing on the peripheral vascular pv with a tan 45mm reload, the staple line had bleeding (squirting) due to incomplete staples, that had to be clipped. Then when firing on the fissure, in the middle of firing, there was a yellow adapter error in the middle of firing and the device shut off during use. The surgical team unattached the adapter, reattached it, got green. Attached another reload, then got the yellow adapter error again. The user came back to upload the logs, and then the powered handle has an error and can no longer be used.